Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was in the 300's mg/dl and at 1 o'clock he was at 536 mg/dl. The customer treated with the pump. The customer stated that he did not eat breakfast then 1 hour ago, he changed his set and his blood glucose was at 220 mg/dl. The customer stated that he had trouble with his silhouette sets. The customer will be sent replacement sets. The customer declined to troubleshoot for high readings.